Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device displayed red screen and error code 46181. This alarm event pauses the delivery of the pump until the error is addressed. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 7/14/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "a red screen and error code 46181 appeared¿ was confirmed during power up testing. The probable cause was the printed wiring assembly (pwa) board. Calibrated the downstream occlusion (dso)/upstream occlusion (uso) sensors to clear error code 46181. The pump would not hold the current time and date, and the complementary metal-oxide-semiconductor (cmos) battery was at 1.9 volts. Replaced the pwa board, universal serial bus (usb) grounding plate, pogo pin, spring contacts, pwa foam, and the cam flex sensor. Performed dso/uso sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.